Event description:
It was reported that during the procedure, a hi-torque balance middleweight (bmw) guide wire was advanced toward a heavily calcified, de novo lesion in the heavily tortuous mid right coronary artery (rca), but failed to cross the lesion due to patient anatomy. Upon withdrawal, resistance was felt and force was applied; after removal, it was noted that the tip coils had unraveled from its core. A hi-torque balance heavyweight (bhw) hydro guide wire was then advanced to the same lesion, but was also unable to cross the lesion due to patient anatomy. The bhw guide wire was withdrawn from the anatomy with resistance felt and force applied; it was noted that the 2-3 cm distal tip coils were stretched, but not unraveled. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported stretched coils were confirmed via returned device analysis. However, the reported failure to advance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. It should be noted the warnings section of the hi-torque guide wire instructions for use states: do not push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The bmw guide wire mentioned is being filed under a separate manufacturer report number. (B)(4) - against resistance the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.